Manufacturer narrative:
H6, type of investigation. Initial report inadvertently used b17 instead of b20. H6, investigation findings. Initial report inadvertently used c20 instead of c0203. H6, medical device problem code. Initial report inadvertently used a040101 instead of a072201.

Event description:
Additional information received via product analysis of the generator. The analysis revealed that the generator function as expected along with some new high impedance data. No other relevant information has been received to date.

Event description:
A call was received from an operating room staff member reporting high impedance reading during a procedure. All standard troubleshooting steps were performed, including verifying lead placement, cleaning, checking for tissue interference, flushing the generator, confirming connections, and running system diagnostics multiple times. Impedance values ranged from 5300 to 7900 ohms. A generator diagnostic test showed 4000 ohms, which was later deemed within normal range. A backup generator was implanted, showing impedance around 4000 ohms. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.